Event description:
(B)(4) from cianna medical company called our pathology department requesting a reflector tumor marker that was removed from a patient. The company rep I spoke with said that the product failed and they want to examine it. Company rep said the reflector system gets deactivated when touched with a bovie.